Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited t-wave oversensing. The physician elected to decrease the sensitivity on the right ventricular (rv) lead from 1 to 1.5mv(millivolts) and recommended a defibrillation threshold (dft) test be performed. This is all the information provided, and additional information has been requested. Boston scientific has made three attempts to obtain additional information on the in-clinic troubleshooting, however; no response was received. The device and lead remain in service. No adverse patient effects were reported.